Manufacturer narrative:
Baxters product surveillance department will attempt to ensure that proper procedures be reviewed with the home pt.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of her automated peritoneal dialysis therapy. Per initial report, the home pt left an unused supply line unclamped during therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.